Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 ruptured during patient use. The device was infusing the patient with colestin when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report was initially submitted on august 30, 2010. This report is being resubmitted on september 02, 2010 due to a failed ack3. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.